Event description:
It was reported that the user experienced frequent low blood glucose values while using the ilet and periodically paused the device, sometimes forgetting to resume, after which glucose rose to about 200; the user reports low carbohydrate intake and received troubleshooting and education, including advice not to use pause. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included data sync and review, user interview, and troubleshooting with education. Investigation of this case revealed unclear cause of hypoglycemia, with contributory user behavior of pausing and not resuming the device; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.